Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was determined to be a low transmitter battery via product.